Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735797r, serial/lot #: (B)(6). H3) a manufacturer representative went to the site to test the navigation system (product ID: 9735665). The router was replaced and the system performed as intended. Codes: b01, c07, d02 h3) the router (product ID: 9735797r) was returned to the manufacturer for evaluation. After functional testing and visual/physical examination, the reported issue was confirmed. The results of the analysis concluded that the when the endpoint was tested and it could see some of the local ap's but was unable to connect to the wifi network. The computer was able to ping the endpoint, but the endpoint was unable to get out. Endpoint was factory reset and reconfigured and the issue persisted. Codes: b01, c10, d02. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the medtronic r epresentative (rep) was unable to connect to wi-fi. They  tried to search their phone hotspot with no success. Another navigation system in the room was able to see wireless networks without issue. They looked at the wireless endpoint and saw the post was red indicating a failure. No patient was present.